Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced frequent issues of low and high blood glucose and had received low battery alarm. The customer¿s blood glucose level was declining to 26 mg/dl and rising to 399 mg/dl. The customer was treated with pump. The customer declined troubleshoot for low and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, batt out limit and failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).